Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise resulting in recorded untreated episodes. Rhythmcare provided further troubleshooting options including performing provocative maneuvers. This device remains in service. No adverse patient effects were reported.